Event description:
The account stated the head of the bed will not lower.

Manufacturer narrative:
The technician found the CPR assembly was bound up inside the head drive. He adjusted the CPR cable and the head began working again.